Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that patient line extension was leaking near the connection during dwell three of four of peritoneal dialysis therapy. The patient was connected at the time of the event. The technical service representative assisted the patient in ending therapy and advised the patient to contact their nurse. It is unknown how the patient would complete therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.